Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus. The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during preparation for use, a hd camera head had no image. There was no patient contact/impact related to this occurrence.